Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4). There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in report sequence numbers.

Event description:
Litigation papers allege the patient experienced progressively severe pain that negatively affected the patients mobility and activities of daily living. She was also found to have elevated metal levels. In (B)(6) 2010, the patient underwent revision surgery for suspected loosening of her asr device. During her right hip revision, her surgeob encountered brownish-blackish fluid in the joint and found no evidence of any bone growth or fibrous ingrowth of the acetabular component.